Event description:
It was reported that the device battery depleted earlier than expected. It was noted that the lv (left ventricular) lead had a chronic high threshold due to patient anatomy, which could have been a contributor to the battery depletion. The device was removed and replaced while the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 429688 lead implanted: 2012-(B)(6). (B)(4)